Manufacturer narrative:
D10 concomitant products: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study compared postoperative complications between robotic versus laparoscopic roux-en-y gastric bypass. From february 2021 to november 2024 there were 406 patients included in the study. Both robotic and laparoscopic surgical techniques included the use of endo gia staplers for pouch creation and biliopancreatic limb division. V-loc suture was used for the end-to-side gastrojejunostomy and the intermesenteric defect closures. Complications for both procedures included postoperative pain, gastrointestinal bleeding, abscess/hematoma, obstructions, anastomotic ulcer, anastomotic leak, hernia (including abdominal wall defect, incisional hernia, and internal hernia), deep intra-abdominal collection (seroma), peritonitis, fever, and anemia. Gastroesophageal reflux and dysphagia were procedure related. Roux-en-y gastric bypass: impact of surgical approach on short-term postoperative complications: m. Delestre, journal of robotic surgery. 2026.

Manufacturer narrative:
Correction: e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.